Manufacturer narrative:
The reported inability to loosen and tighten the set screw was confirmed in the laboratory. Evaluation of the header connection and components revealed septum punchout material in inset. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening and tightening the set screw.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision, it was difficult to unscrew the device. A hex wrench was used and after several attempts the device was unscrewed and the lead was disconnected. After readjusting the lead, the lead was reconnected to the device but was unable to be screwed in. The device was replaced. The patient was stable.